Event description:
It was reported that patient presented for follow-up in clinic. It was noted that implantable cardiac defibrillator (ICD) exhibited incorrect interpretation of signal and delivered inappropriate anti-tachycardia pacing (atp) as well as inappropriate shock. Programming changes were made. Patient condition was stable.